Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device exhibited signs of extensive wear, burring and tarnishing, indicative of 12 years of use in the field. A fracture was noted at the hole where the locking pin should be; however, the pin was not returned and could not be analyzed. There would likely have been a visible crack or line prior to full breakage, which should have been noted prior to the procedure as there are warnings and instructions in the package insert regarding inspection of instruments prior to use. The device's hardness was tested and fell within the specified dimensions. The device history records could not be reviewed as the supplier indicated none were available. Review of complaint history determined no further action was necessary as no trends were identified. The root cause of the event could not be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
During a procedure, the reamer handle fractured while reaming. No pieces fell into the patient and the procedure was completed with another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.